Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient went hospital due to high blood glucose level and diabetes ketoacidosis. Patient was hospitalized on (B)(6) 2024 for 4 days. Length of hospitalization was greater than 24 hours. The blood glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.